Manufacturer narrative:
Technician found electronic short in rail causing phantom function. He replaced rail to resolve, all function normal. No alleged patient impact.

Event description:
Technician alleged head section would intermittently raise when siderail was lowered, raised, moved.